Manufacturer narrative:
Block e1: the reported health care facility is (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the stomach for a gastric ulcer bleeding during a gastric ulcer hemostasis procedure performed on (B)(6) 2024. During the procedure and inside the patient, when the clip captured the tissue and closed, the arms were bent and could not be recaptured or deployed as expected. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the reported health care facility is (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: a resolution clip was received for analysis. Visual inspection of the returned device revealed that the clip assembly was detached and with the arms bent. No other problems were noted. The reported complaint of clip failure to release from catheter was unable to be confirmed since the device was returned fully deployed. However, during product analysis, it was found that the clip arms were bent. It is likely that the customer would try to grasp a large amount of tissue, bigger than the clip could close. This action can cause a deformation in the distal section of the clip arm affecting the capability closing its jaws correctly and consequently the capability to remain attached to the tissue. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is adverse event related to procedure since there were operational factors that could lead to the malfunction of the device.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the stomach for a gastric ulcer bleeding during a gastric ulcer hemostasis procedure performed on (B)(6) 2024. During the procedure and inside the patient, when the clip captured the tissue and closed, the arms were bent and could not be recaptured or deployed as expected. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.